Event description:
As reported by an edwards germany affiliate, during a transfemoral tavr procedure with a 26mm edwards sapien 3 ultra valve, the commander delivery system balloon burst while implanting the valve. Per report, the native valve was heavily calcified and a sharp calcification fragment may have caused the balloon burst. The valve was successfully implanted. However, during removal of the devices, it was 'impossible' to retract the commander delivery system into the esheath, so maneuvering of the delivery system caused an injury to the internal iliac artery. Vessel bleeding occurred and was treated with stents. The patient is well. Preliminary evaluation of received devices showed that the esheath ahd been damaged: kink in sheath at approx 65 mm from tip. Liner delamination extended approx 85 mm from the tip. C-marker remained attached.

Manufacturer narrative:
Investigation is still ongoing.

Manufacturer narrative:
Correction to h6 based on additional information. The device was returned to edwards lifesciences for evaluation. After releasing of the balloon from the esheath, the returned balloon was evaluated and the following was observed: balloon torn at the crimping balloon area. The crimping balloon was not returned. Balloon burst longitudinally from shoulder to shoulder and partially radially below the distal nose cone. The inflation balloon single wall thickness was measured along the edges of the burst location. All measurements taken of the balloon single wall thickness met the specification. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for balloon burst, balloon torn and difficulty to withdraw system through esheath were confirmed by returned device evaluation. No manufacturing non-conformances were identified during engineering evaluation of returned product. A review of the device history record, lot history, complaint history, and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the instructions for use (IFU) and training manuals revealed no deficiencies. As reported, 'the balloon burst while implanting the valve. Native valve was heavily calcified, and a sharp calcification fragment may have caused the balloon burst.' Additionally, the complaint description states, 'during retraction maneuver of the commander system the internal iliac artery was injured, as it was impossible to retract the balloon into the esheath. Vessel bleeding occurred and treated with stents'. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. As the balloon was burst, the altered balloon profile can be more susceptible to catch on the distal end of sheath tip which would have then led to the experienced retrieval difficulty. Excessive manipulation of the delivery system when experiencing withdrawal difficulty could lead to the balloon torn seen during the returned product evaluation. Review of available information suggests that patient factors (calcification) contributed to the balloon burst while procedural factors (withdrawal of altered balloon profile, excessive manipulation) contributed to the withdrawal difficulty and balloon tear. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.